Event description:
Pt admitted to hosp with chest and back pain following syncopal episode. On admission, pt was bradycardiac with 2.1 second episodes of asystole. It was determined that pt needed a transvenous pacemaker. Following surgery pt c/o right arm pain which was treated with pain medications. Atrial fibrillation developed. The pacemaker did not appear to be working. Atrial fibrillation was difficult to control. Pt was cardioverted multiple times. There was no times to replace pacemaker and pt expired. (Also see 1008090, 1008091).